Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms can be confirmed based on the information recorded in the log files. The event and periodic log files were successfully retrieved from the returned system controller serial number (B)(4). The event log file contained events recorded from april 19 to april 20, 2021 where intermittent low voltage advisory alarms were recorded. The associated voltage levels indicated that these alarms occurred while the system controller was connected to 14v batteries. The pump operation was not affected and the system maintained the desired set speed with no interruptions. The periodic log file contained events recorded from april 9 to april 20, 2021. The recorded data did not add any new information regarding the event. The evaluation of the returned system controller revealed inner conductor breakdown in both power cables. Although no atypical alarms were reproduced during analysis, the inner conductor breakdown has the potential to result in the atypical low voltage alarms captured in the log file. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook , under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been experiencing frequent low voltage alarms. The patient stated that these events happen on both battery power and the mobile power unit (mpu). A log file review was requested. The event log captured multiple strings of low power advisories while tethered on batteries. The logs did not display any low power advisories while tethered on mpu. It was reported by coordinator that the patient was cleaning his batteries and battery clips with an eraser. It was recommended to verify the patient¿s battery clip contacts and battery terminal contacts are clean and free of debris/residue and the batteries are fully charged, calibrated / changed in a proper manner. The battery contacts should be cleaned with an alcohol wipe. After cleaning the contacts, it was recommended to monitor for re-occurrence of alarms. On (B)(6) 2021 at about 11:15am, the vad team noticed the white power lead was connected to power module and black power lead was connected to a battery where a low power advisory occurred. It was requested to connect both power leads to the power module and move the cables around, and check if a low power advisory reoccurred. If it did, there could be an issue with the controller power leads where the controller may be replaced (if the patient was able to tolerate a pump stop associated with a controller change). If no alarms occurred, there could be an issue with the battery or battery clips in-use. It was noted the patient was at times sleeping on batteries which is not recommended. There were no other unusual events seen within the log files. It was reported that the patient's system controller was later exchanged on (B)(6) 2021 and returned for evaluation.